Event description:
It was reported to boston scientific corporation in early 2009, that a standard balloon replacement g-tube was used during a peg replacement procedure performed the same day. According to the complainant, post procedure, the device was observed to have exited the patient's anatomy. The balloon leaked when the nurse attempted to re-inflate it. The peg was replaced with a different size device (product and manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.